Event description:
Follow-up was conducted and from the information obtained the physician determined intervention was not appropriate and there are no performance issues with the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead - (B)(6) 2009.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient reports pain in the pocket area. The clinicians associated the pocket irritation with pocket migration. The device remains in use. No patient complications have been reported as a result of this event.